Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) lead was explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported. The explanted lead was returned for analysis.